Event description:
It was reported that during testing conducted at the user facility the tightening piece disassembled from the device. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the tightening piece disassembled from the device. No patient involvement or procedural delays were reported with this event.